Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right forearm ulnar vein. Following the advancement of a non-bsc introducer sheath and guide wire, a 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was used to dilate the lesion. However, the balloon ruptured during the first inflation at 14 atmospheres for 30 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).